Event description:
Additional information was received reporting that the patient is declining battery replacement because the vns did not help with their seizure control. However, per the physician, the patient did receive benefit from vns therapy, but reported that the high impedance is the cause of the recent lack of efficacy. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that when the patient was seen by a new physician, they were unable to interrogate the device. However, previous clinic notes indicated that high impedance was seen upon the last interrogation with the previous physician. The patient has now been referred for revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.